Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over one hour. Reportedly, the customer reset the pump and was able to start a new sensor session. No additional patient or event information was available.